Event description:
The patient reported, he just changed the cartridge on his insulin infusion device and was trying to prime when, the device display asked him to reinsert the cartridge. He stated, the cartridge was already inserted. Twice during troubleshooting the piston rod of the infusion device made a noise as if it was returning but it did not move and the noise did not stop. The patient stated he will switch to his backup infusion device. He could not read the serial number on the device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.